Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the final device evaluation results. The device evaluation could not identify the foreign material but looked like white chemical remains. In addition, the following technical defects were found: neither air nor water at the output of endoscope has been observed due to a clogged nozzle, the rubber gluing was worn out and separated, the light guide lenses are chipped, the tube is wrinkled and has a bundle break, the connecting tube is wrinkled, there is knob play and less angulation, there is a break of the right/left knob with insufficient torque and the key top n°1 has a cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had brightness/image lighting issue. It was reported that the event occurred before use. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.